Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving low sensor scan results and experiencing symptoms described as sweating, dizziness, and heart racing. Customer self-treated with glucose tablets, bread, and liquid glucose and had contact with an hcp who provided treatment of "liquid sugar in IV form and antibiotic and insulin" (dose/type unspecified) for a diagnosis of hyperglycemia. A sensor scan result of 41 mg/dl was reported and compared to an hcp meter reading of 400 mg/dl and the results, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.